Manufacturer narrative:
H3: software analysis was inconclusive as to the root cause of the reported behavior with the information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, software version #: (B)(4), software logs were received, but not analyzed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the doctor was having a lot of difficulties registering the patient. They were doing a trace registration and they met minimum trace and then sat on the calculating registration error for multiple minutes before the system then showed the entire head within the green sphere and a registration accuracy of 0.1. When they went to check accuracy, they were way off. The local representative (ent rep) had them reregister the patient using multiple touch points and different orientation techniques, but every time the registration error would be less than 1.0, but checking on known anatomical land marks showed the registration to be off by greater than 5mm. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. Additional information was received. It was reported that accurate registration was not possible.